Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the stent delivery catheter was returned with the stent stabilizer. The stabilizer/pusher wire and distal delivery catheter were noted to be kinked/bent. Dimensional and functional testing could not be performed since the actual sent was not returned for evaluation. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The additional information provided by the customer indicated that there was no damage noted to the device prior to use and the device was prepared as per dfu. It is probable that the procedural or anatomical factors present during the clinical procedure resulted in difficulty deploying the stent leading to the reported event and the observed damages ( stent delivery catheter and stabilizer kink). An assignable cause of anticipated procedural complication was assigned to the as reported issues patient stroke and patient complications (facial droop), as a device related root cause does not apply and the issue is due to a known physiological effect that is noted with the direction for use, device labeling and/or risk documentation.

Event description:
It was reported that during the procedure, the proximal end of the subject stent was found damaged and the patient experienced stoke post stenting procedure. Medical intervention was performed to treat the patient. No other information was provided. Additional information was received on october 09, 2019 indicating that the patient is currently experiencing facial droop due to the stroke.

Event description:
It was reported that during the procedure, the proximal end of the subject stent was found damaged and the patient experienced stoke post stenting procedure. Medical intervention was performed to treat the patient. No other information was provided.